Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('chronic pelvic pain/pain/pelvic'), genital haemorrhage ('heavy bleeding/ bleeding increase'), deep vein thrombosis ('deep vein thrombosis') and blindness ('vision loss/periodic blackout episodes/vision/eye problems - type:') in a 43-year-old female patient who had essure (batch no. A57119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included salpingo-oophorectomy in 2009, c-section in 2000, salpingostomy in 1994, abortion of ectopic pregnancy in 1994, tooth disorder, pancreatic enzyme abnormality, cholecystectomy, lower abdominal pain, pelvic congestion syndrome, back pain, neck pain, shoulder injury, dermoid cyst, ovarian cancer, automobile accident, spinal pain, menstruation irregular, dysmenorrhea, pelvic pain, headache, left oophorectomy, neoplasm, obesity and ovarian vein thrombosis. (B)(6) 2014:diagnosis: cholelithiasis. Operation: laparoscopic cholecystectomy, umbilical herniorrhaphy. Template version 2018-04-15_03, mr-2017-181761_astilley bayer (B)(6) 2018 gpv (B)(6) 2018. Ovarian vein thrombosis. Doesn¿t have indication for anticoagulation treatment. Continuation of anticoagulation is not recommended. Will be discharged home. (B)(6) 2014: diagnosis: cholelithiasis. Operation: laparoscopic cholecystectomy, umbilical herniorrhaphy. (B)(6) 2015: s/p cholecystectomy w/one month of waxing and waning abdominal pain. Diagnosis: corpus luteum cyst or hematoma. Gastro-esophageal reflux disease with esophagitis. (B)(6) 2016: complains of persistent shoulder and pelvic pain following essure. (B)(6) 2016: complaints including headache, vision loss, dizziness, back pain, right leg pain, r sided pain. Previously seen by multiple specialties including pain management. Pt noted had right sided pain since essure placement. Though noted right pelvic pain since 2009. Assessment: labs back and normal. CT shows coil in place, r adnexal cyst and left gonadal vein enlarged but not thrombosed. Gyn to see pt in clinic to talk about removing the coil. However, ¿those devices do not usually cause pain¿. (B)(6) 2016: complains of daily neck pain that radiates to left and back pain radiating to right leg. Also complains of urinary urgency, reemerging migraines which has been dissipated for 4 years. (B)(6) 2016: presents with long standing neck pain and back pain which she attributes to essure placement, wants removed. (B)(6) 2016: multiple complaints: vision changes, skin rashes, anxiety, frequent bowel movements, leakage of urine, vomiting, tiredness, insomnia, blackouts, abdominal pain, decrease memory and impaired speech. All of which she attributes to the essure (patient states she never had an hsg). (B)(6) 2016: hysterosalpingogram right fallopian tube contains coils form essure, does not opacify with contrast. Left fallopian tube does not contain essure coil. (B)(6) 2016: multiple systemic complaints she attributes to essure, and adamantly wants device removed. Explained that her complaints are not easily attributable to the essure. Primary diag: right lower quadrant pain. (B)(6) 2016:rlq pain past 3 years, received essure and since then having pain. Pain sharp and stabbing, intermittent, 10/10, with radiation into r leg and back. (B)(6) 2016:reviewed hsg with radiology, report is consistent with unilateral blocked tube. (B)(6) 2017: pathology. Dx: uterus, right fallopian tube, supra-cervical hysterectomy and right salpingectomy: uterus: proliferative endometrium. Fallopian tube: intact fallopian tube with intratubal coil. Gross: fallopian tube intact with no perforation. There is a metallic coil in the tube measuring 3 x 0.1 x 0.1cm. Previously administered products included for back pain: naproxen; for pain: naprosyn; for an unreported indication: prednisone and vicodin. Past adverse reactions to the above products included hallucination with prednisone. Concurrent conditions included haemorrhagic ovarian cyst, cholelithiasis, hematoma, esophagitis, urinary urgency, anxiety, frequent bowel movements, urinary incontinence, tiredness, insomnia, blackout, disorder speech, dizziness, fracture of metacarpal bone(s), asthma, condyloma anal, obesity, right upper quadrant pain, diarrhea, irritable bowel syndrome, burning sensation, gallbladder disease, phlebitis and thrombophlebitis. Concomitant products included salbutamol (albuterol) for asthma as well as budesonide;formoterol fumarate (symbicort), diclofenac from (B)(6) 2016 to (B)(6) 2016, enoxaparin sodium, ibuprofen (motrin), metoclopramide, ranitidine, ranitidine hydrochloride (zantac), steroids and trometamol (tromethamine). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"), 3 years 7 months after insertion of essure. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain /lower back pain/back"), abdominal pain ("abdominal pain/abdomen"), unilateral leg pain ("right leg pain/leg") and arthralgia ("pain hip"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes: mood swings"). In (B)(6) 2014, the patient experienced hot flush ("hot flashes"), blood disorder ("blood or heart disorder/condition") and cardiac disorder ("blood or heart disorder/condition"). On (B)(6) 2014, the patient experienced deep vein thrombosis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced hyperhidrosis ("hormonal changes: sweating"). On (B)(6) 2014, the patient experienced depression ("depression"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In january 2015, the patient experienced feeling abnormal ("brain fog"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition :gerd") and mental disorder ("psychological or psychiatric problems"). In (B)(6) 2015, the patient experienced fatigue ("fatigue,I'm so tired"). On (B)(6) 2015, the patient was found to have weight decreased ("weight gain loss specify : weight loss"). In (B)(6) 2015, the patient experienced headache ("headaches"). In (B)(6) 2015, the patient experienced rash ("rashes / rashes or skin conditions type: rashes"), migraine ("migraine") and urinary incontinence ("urinary problem or changes incontinence"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On 15-(B)(6) 2016, the patient experienced blindness (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypoaesthesia ("numbness in arms and legs"), vomiting ("vomiting"), abdominal pain upper ("right upper quadrant pain /stomach pain"), constipation ("constipation"), neck pain ("neck pain"), ovarian cyst ("other injury or complications ovarian cyst- corpus luteum"), dysmenorrhoea ("dysmenorrhea(cramping)"), pelvic discomfort ("discomfort"), abdominal pain lower ("cramping"), anxiety ("anxiety"), amnesia ("memory loss."), insomnia ("insomnia"), eye disorder ("eyesight, my vision"), leg pain ("leg pain"), bladder disorder ("bladder issues"), visual impairment ("vision problems"), gastrointestinal disorder ("bowel problems"), asthma ("asthma"), swelling ("I feel swollen all the time"), dysgeusia ("increase taste if metal in my mouth"), bladder pain ("bladder/burning"), bladder discomfort ("pressure,soreness/bladder") and abdominal adhesions ("my bladder was adhered to my cervix") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with ketorolac, ketorolac tromethamine (toradol), sertraline hydrochloride (zoloft), tramadol, trometamol, and surgery (exploratory laparoscopic supra cervical hysterectomy, right salpingectomy and removed the tumor). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, deep vein thrombosis, hypoaesthesia, vomiting, blindness, menorrhagia, hyperhidrosis, mood swings, weight decreased, constipation, neck pain, hot flush, ovarian cyst, gastrooesophageal reflux disease, urinary incontinence, blood disorder, cardiac disorder, dysmenorrhoea, arthralgia, pelvic discomfort, abdominal pain lower, anxiety, amnesia, insomnia, eye disorder, leg pain, uterine leiomyoma, bladder disorder, visual impairment, gastrointestinal disorder, asthma, mental disorder, swelling, dysgeusia, bladder pain, bladder discomfort and abdominal adhesions outcome was unknown, the pelvic pain, genital haemorrhage, fatigue, rash, nausea, migraine, back pain, depression, tooth disorder, alopecia, headache, abdominal pain, abdominal pain upper, vaginal discharge, unilateral leg pain and feeling abnormal had resolved and the vaginal haemorrhage, dyspareunia and the last episode of female sexual dysfunction was resolving. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, anxiety, arthralgia, asthma, back pain, bladder discomfort, bladder disorder, bladder pain, blindness, blood disorder, cardiac disorder, constipation, deep vein thrombosis, depression, dysgeusia, dysmenorrhoea, dyspareunia, eye disorder, fatigue, feeling abnormal, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hyperhidrosis, hypoaesthesia, insomnia, menorrhagia, mental disorder, migraine, mood swings, nausea, neck pain, ovarian cyst, pelvic discomfort, pelvic pain, rash, swelling, tooth disorder, unilateral leg pain, urinary incontinence, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment, vomiting, weight decreased, the first episode of female sexual dysfunction, leg pain and the second episode of female sexual dysfunction to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Insertion details:(B)(6) 2013: multiparity desiring permanent sterilization: attention to right tubal ostia, essure device inserted. Only one tube was done. Since there was pathologic documentation of partial salpingectomy of the left tube (per mr). Current weight: 165 lbs. Linear radiopaque catheter/wire in the right adnexal region may be related to prior tubal ligation. The content of the communications my bladder was adhered to my cervix, so they had to leave the cervix. ((B)(6) 2017. Operative note: (B)(6) 2017, normal right adnexal anatomy with normal appearing ovary and normal fallopian tube. Essure device palpated inside the right fallopian tube, tube appeared intact. Essure inserted 2 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hepatobiliary scan - on (B)(6) 2014: borderline gallbladder ejection fraction. This is suggestive of mild biliary dyskinesis. Mild chronic. Cholecystitis cannot be excluded. Patent cystic and common bile ducts. There are photopenic defects in the gallbladder, suggestive of gallstones. Correlation with ultrasound examination is recommended.. Human chorionic gonadotropin - on (B)(6) 2013: negative. Hysterosalpingogram - on (B)(6) 2016: the right fallopian tube contains coils from the essure contraceptive device. The right fallopian tube does not opacify with contrast. The left fallopian tube does not contain an essure coil. Only the central portion of the left fallopian tube is opacified with contrast. There is no free spillage of contrast from the left fallopian tube (per pfs) hysterosalpingogram: right fallopian tube contains coils form essure, does not opacify with contrast. Left fallopian tube does not contain essure coil. Total bilateral occlusion; on (B)(6) 2016: results: the procedure blocked the fallopian tubes. Pathology test - on (B)(6) 2014: colon, descending; biopsy: colonic mucosa without pathologic alteration. Colon, sigmoid biopsy: colonic mucosa without pathologic alteration. Rectum biopsy: hyperplastic polyp. Ultrasound abdomen - on an unknown date: mobile cholelithiasis with technically "positive" sonographic murphy sign. Otherwise no sonographic evidence of cholecystitis. The sonographic murphy's sign, performed different than a normal murphy¿s sign, may be less specific for cholecystitis than a normal murphy's sign. Correlation with clinical examination is recommended to exclude cholecystitis. No intrahepatic or extrahepatic biliary dilatation. Left ovary is not seen.; on (B)(6) 2014: abdominal pain. Diarrhea.; on (B)(6) 2015: no intrahepatic or extrahepatic biliary ductal dilatation .borderline mild hepatomegaly vs. Normal anatomic variant such as riedel's lobe.. Ultrasound pelvis - on (B)(6) 2015: anteverted uterus, 6 several weeks. Right ovarian volume within normal limits. There is a complex right ovarian fetus with a sonographic appearance compatible with a hemorrhagic follicular cyst. A small amount of nonspecific simple free fluid is present in the cul-de-sac. There is a complex right ovarian cyst with a sonographic appearance compatible with a hemorrhagic follicular cyst. A small amount of nonspecific simple free fluid is present in the cul-de-sac.; on (B)(6) 2016: there is an anechoic/simple cyst in the right ovary measuring a maximum of 2.1 cm. No evidence for ovarian torsion. Concerning the injuries reported in this case the following ones were described in patients medical record confirming: shoulder pain, neck pain, back pain, abdominal pain, memory loss, right lower quadrant pain, nausea, headache, vaginal discharge, depression, weight loss, pelvic pain, abdominal pain lower, ovarian cyst, abdominal pain upper, migraines, pain in extremity. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian cancer, asthma, I feel swollen all the time, vision problems, increase taste if metal in my mouth. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: ppc code added and pelvic infection pt updated to pid. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("heavy bleeding"), deep vein thrombosis ("deep vein thrombosis") and blindness ("vision loss") in a 43-year-old female patient who had essure (batch no. A57119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included haemorrhagic ovarian cyst, cholelithiasis, hematoma, esophagitis, urinary urgency, anxiety, frequent bowel movements, urinary incontinence, tiredness, insomnia, blackout, disorder speech and dizziness. Concomitant products included diclofenac from (B)(6) 2016. On 16-may-2013, the patient had essure inserted. On (B)(6) 2014, 7 months 18 days after insertion of essure, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced deep vein thrombosis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced hyperhidrosis ("sweating") and mood swings ("mood swings"). On 4-mar-2014, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced headache ("headaches"). On (B)(6) 2016, the patient experienced blindness (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), hypoaesthesia ("numbness in arms and legs"), rash ("rashes"), vomiting ("vomiting"), nausea ("nausea"), migraine ("migraine "), back pain ("back pain /lower back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), tooth disorder ("dental problem"), dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss"), abdominal pain upper ("right upper quadrant pain /stomach pain"), pain in extremity ("right leg pain"), constipation ("constipation") and neck pain ("neck pain"). The patient was treated with tramadol, ketorolac, trometamol, enoxaparin sodium (lovenox), sertraline (zoloft) and surgery (hysterectomy with unilateral salpingectomy-exploratory laparotomy, supracervical hysterectomy and ri). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, back pain, headache, abdominal pain, abdominal pain upper and pain in extremity had resolved and the genital haemorrhage, deep vein thrombosis, hypoaesthesia, rash, vomiting, nausea, migraine, blindness, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, alopecia, hyperhidrosis, mood swings, vaginal discharge, weight decreased, constipation and neck pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, bladder disorder, blindness, constipation, deep vein thrombosis, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hyperhidrosis, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, neck pain, pain in extremity, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Insertion details:16may2013:multiparity desiring permanent sterilization: attention to right tubal ostia, essure device inserted. Only one tube was done since there was pathologic documentation of partial salpingectomy of the left tube (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: the procedure blocked the fallopian tubes essure confirmation test:09sep2016:hsg results: the right fallopian tube contains coils from the essure contraceptive device. The right fallopian tube does not opacify with contrast. The left fallopian tube does not contain an essure coil. Only the central portion of the left fallopian tube is opacified with contrast. There is no free spillage of contrast from the left fallopian tube (per pfs). *30apr2014:diagnosis: cholelithiasis. Operation: laparoscopic cholecystectomy, umbilical herniorrhaphy. (B)(6) 2016: hysterosalpingogram: right fallopian tube contains coils form essure, does not opacify with contrast. Left fallopian tube does not contain essure coil. Template version 2018-04-15_03, mr-2017-181761_astilley bayer 13jun2018 gpv 15jun2018 ovarian vein thrombosis. Doesn¿t have indication for anticoagulation treatment. Continuation of anticoagulation is not recommended. Will be discharged home. 30apr2014 diagnosis: cholelithiasis. Operation: laparoscopic cholecystectomy, umbilical herniorrhaphy. (B)(6) 2015 s/p cholecystectomy w/one month of waxing and waning abdominal pain. Diagnosis: corpus luteum cyst or hematoma. Gastro-esophageal reflux disease with esophagitis. (B)(6) 2016 complains of persistent shoulder and pelvic pain following essure. (B)(6) 2016 complaints including headache, vision loss, dizziness, back pain, right leg pain, r sided pain. Previously seen by multiple specialties including pain management. Pt noted had right sided pain since essure placement. Though noted right pelvic pain since 2009. Assessment: labs back and normal. CT shows coil in place, r adnexal cyst and left gonadal vein enlarged but not thrombosed. Gyn to see pt in clinic to talk about removing the coil. However, ¿those devices do not usually cause pain¿. (B)(6) 2016 complains of daily neck pain that radiates to left and back pain radiating to right leg. Also complains of urinary urgency, reemerging migraines which has been dissipated for 4 years. (B)(6) 2016 presents with long standing neck pain and back pain which she attributes to essure placement, wants removed. (B)(6) 2016 multiple complaints: vision changes, skin rashes, anxiety, frequent bowel movements, leakage of urine, vomiting, tiredness, insomnia, blackouts, abdominal pain, decrease memory and impaired speech. All of which she attributes to the essure (patient states she never had an hsg). 09sep2016 hysterosalpingogram right fallopian tube contains coils form essure, does not opacify with contrast. Left fallopian tube does not contain essure coil. (B)(6) 2016 multiple systemic complaints she attributes to essure, and adamantly wants device removed. Explained that her complaints are not easily attributable to the essure. Primary diag: right lower quadrant pain. (B)(6) 2016:rlq pain past 3 years, received essure and since then having pain. Pain sharp and stabbing, intermittent, 10/10, with radiation into r leg and back. (B)(6) 2016:reviewed hsg with radiology, report is consistent with unilateral blocked tube. 16feb2017: pathology dx: uterus, right fallopian tube, supra-cervical hysterectomy and right salpingectomy: uterus: proliferative endometrium. Fallopian tube: intact fallopian tube with intratubal coil. Gross: fallopian tube intact with no perforation. There is a metallic coil in the tube measuring 3 x 0.1 x 0.1cm. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :shoulder pain, neck pain, back pain, abdominal pain, memory loss,right lower quadrant pain, nausea, headache,vaginal discharge. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received. Reporter information updated. Lot number added. Historical condition, concomitant condition, concomitant drug, treatment drug were added. Added event abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dental problem, dyspareunia (painful sexual intercourse), fatigue, hair loss, sweating, mood swings, migraine, headaches,abdominal pain, right upper quadrant pain, vaginal discharge, deep vein thrombosis, right leg pain, stomach pain, right lower abdominal pain, constipation, neck pain, shoulder pain. Updated onset date, outcome. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('possible infection in the pelvis'), pelvic pain ('chronic pelvic pain/pain/pelvic'), genital haemorrhage ('heavy bleeding/ bleeding increase'), deep vein thrombosis ('deep vein thrombosis') and blindness ('vision loss/periodic blackout episodes/vision/eye problems - type:') in a 43-year-old female patient who had essure (batch no. A57119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included salpingo-oophorectomy in 2009, c-section in 2000, salpingostomy in 1994, abortion of ectopic pregnancy in 1994, tooth disorder, pancreatic enzyme abnormality, cholecystectomy, lower abdominal pain, pelvic congestion syndrome, back pain, neck pain, shoulder injury, dermoid cyst, ovarian cancer, automobile accident, spinal pain, menstruation irregular, dysmenorrhea, pelvic pain, headache, left oophorectomy, neoplasm, obesity and ovarian vein thrombosis. (B)(6) 2014: diagnosis: cholelithiasis. Operation: laparoscopic cholecystectomy, umbilical herniorrhaphy. Template version 2018-04-15_03, mr-2017-181761_astilley bayer (B)(6) 2018 gpv (B)(6) 2018 ovarian vein thrombosis. Doesn¿t have indication for anticoagulation treatment. Continuation of anticoagulation is not recommended. Will be discharged home. (B)(6) 2014 diagnosis: cholelithiasis. Operation: laparoscopic cholecystectomy, umbilical herniorrhaphy. (B)(6) 2015. S/p cholecystectomy w/one month of waxing and waning abdominal pain. Diagnosis: corpus luteum cyst or hematoma. Gastro-esophageal reflux disease with esophagitis. (B)(6) 2016 complains of persistent shoulder and pelvic pain following essure. (B)(6) 2016 complaints including headache, vision loss, dizziness, back pain, right leg pain, r sided pain. Previously seen by multiple specialties including pain management. Pt noted had right sided pain since essure placement. Though noted right pelvic pain since 2009. Assessment: labs back and normal. CT shows coil in place, r adnexal cyst and left gonadal vein enlarged but not thrombosed. Gyn to see pt in clinic to talk about removing the coil. However, ¿those devices do not usually cause pain¿. (B)(6) 2016 complains of daily neck pain that radiates to left and back pain radiating to right leg. Also complains of urinary urgency, reemerging migraines which has been dissipated for 4 years. (B)(6) 2016 presents with long standing neck pain and back pain which she attributes to essure placement, wants removed. (B)(6) 2016 multiple complaints: vision changes, skin rashes, anxiety, frequent bowel movements, leakage of urine, vomiting, tiredness, insomnia, blackouts, abdominal pain, decrease memory and impaired speech. All of which she attributes to the essure (patient states she never had an hsg). (B)(6) 2016 hysterosalpingogram right fallopian tube contains coils form essure, does not opacify with contrast. Left fallopian tube does not contain essure coil. (B)(6) 2016 multiple systemic complaints she attributes to essure, and adamantly wants device removed. Explained that her complaints are not easily attributable to the essure. Primary diag: right lower quadrant pain. (B)(6) 2016:rlq pain past 3 years, received essure and since then having pain. Pain sharp and stabbing, intermittent, 10/10, with radiation into r leg and back. (B)(6) 2016:reviewed hsg with radiology, report is consistent with unilateral blocked tube. (B)(6) 2017: pathology dx: uterus, right fallopian tube, supra-cervical hysterectomy and right salpingectomy: uterus: proliferative endometrium. Fallopian tube: intact fallopian tube with intratubal coil. Gross: fallopian tube intact with no perforation. There is a metallic coil in the tube measuring 3 x 0.1 x 0.1cm. Previously administered products included for back pain: naproxen; for pain: naprosyn; for an unreported indication: prednisone and vicodin. Past adverse reactions to the above products included hallucination with prednisone. Concurrent conditions included haemorrhagic ovarian cyst, cholelithiasis, hematoma, esophagitis, urinary urgency, anxiety, frequent bowel movements, urinary incontinence, tiredness, insomnia, blackout, disorder speech, dizziness, fracture of metacarpal bone(s), asthma, condyloma anal, obesity, right upper quadrant pain, diarrhea, irritable bowel syndrome, burning sensation, gallbladder disease, phlebitis and thrombophlebitis. Concomitant products included salbutamol (albuterol) for asthma as well as budesonide;formoterol fumarate (symbicort), diclofenac from (B)(6) 2016 to (B)(6) 2016, enoxaparin sodium, ibuprofen (motrin), metoclopramide, ranitidine, ranitidine hydrochloride (zantac), steroids and trometamol (tromethamine). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"), 3 years 7 months after insertion of essure. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain /lower back pain/back"), abdominal pain ("abdominal pain/abdomen"), unilateral leg pain ("right leg pain/leg") and arthralgia ("pain hip"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes: mood swings"). In (B)(6) 2014, the patient experienced hot flush ("hot flashes"), blood disorder ("blood or heart disorder/condition") and cardiac disorder ("blood or heart disorder/condition"). On (B)(6) 2014, the patient experienced deep vein thrombosis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced hyperhidrosis ("hormonal changes: sweating"). On (B)(6) 2014, the patient experienced depression ("depression"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced feeling abnormal ("brain fog"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition :gerd") and mental disorder ("psychological or psychiatric problems"). In (B)(6) 2015, the patient experienced fatigue ("fatigue,I'm so tired"). On (B)(6) 2015, the patient was found to have weight decreased ("weight gain loss specify : weight loss"). In (B)(6) 2015, the patient experienced headache ("headaches"). In (B)(6) 2015, the patient experienced rash ("rashes / rashes or skin conditions type: rashes"), migraine ("migraine") and urinary incontinence ("urinary problem or changes incontinence"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced blindness (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypoaesthesia ("numbness in arms and legs"), vomiting ("vomiting"), abdominal pain upper ("right upper quadrant pain /stomach pain"), constipation ("constipation"), neck pain ("neck pain"), ovarian cyst ("other injury or complications ovarian cyst- corpus luteum"), dysmenorrhoea ("dysmenorrhea(cramping)"), pelvic discomfort ("discomfort"), abdominal pain lower ("cramping"), anxiety ("anxiety"), amnesia ("memory loss."), insomnia ("insomnia"), eye disorder ("eyesight, my vision"), leg pain ("leg pain"), bladder disorder ("bladder issues"), visual impairment ("vision problems"), gastrointestinal disorder ("bowel problems"), asthma ("asthma"), swelling ("I feel swollen all the time"), dysgeusia ("increase taste if metal in my mouth"), bladder pain ("bladder/burning"), bladder discomfort ("pressure,soreness/bladder") and abdominal adhesions ("my bladder was adhered to my cervix") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with ketorolac, ketorolac tromethamine (toradol), sertraline hydrochloride (zoloft), tramadol, trometamol, and surgery (exploratory laparoscopic supra cervical hysterectomy, right salpingectomy and removed the tumor). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, deep vein thrombosis, hypoaesthesia, vomiting, blindness, menorrhagia, hyperhidrosis, mood swings, weight decreased, constipation, neck pain, hot flush, ovarian cyst, gastrooesophageal reflux disease, urinary incontinence, blood disorder, cardiac disorder, dysmenorrhoea, arthralgia, pelvic discomfort, abdominal pain lower, anxiety, amnesia, insomnia, eye disorder, leg pain, uterine leiomyoma, bladder disorder, visual impairment, gastrointestinal disorder, asthma, mental disorder, swelling, dysgeusia, bladder pain, bladder discomfort and abdominal adhesions outcome was unknown, the pelvic pain, genital haemorrhage, fatigue, rash, nausea, migraine, back pain, depression, tooth disorder, alopecia, headache, abdominal pain, abdominal pain upper, vaginal discharge, unilateral leg pain and feeling abnormal had resolved and the vaginal haemorrhage, dyspareunia and the last episode of female sexual dysfunction was resolving. The reporter provided no causality assessment for pelvic infection with essure. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, anxiety, arthralgia, asthma, back pain, bladder discomfort, bladder disorder, bladder pain, blindness, blood disorder, cardiac disorder, constipation, deep vein thrombosis, depression, dysgeusia, dysmenorrhoea, dyspareunia, eye disorder, fatigue, feeling abnormal, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hyperhidrosis, hypoaesthesia, insomnia, menorrhagia, mental disorder, migraine, mood swings, nausea, neck pain, ovarian cyst, pelvic discomfort, pelvic pain, rash, swelling, tooth disorder, unilateral leg pain, urinary incontinence, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment, vomiting, weight decreased, the first episode of female sexual dysfunction, leg pain and the second episode of female sexual dysfunction to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Insertion details: (B)(6) 2013:multiparity desiring permanent sterilization: attention to right tubal ostia, essure device inserted. Only one tube was done. Since there was pathologic documentation of partial salpingectomy of the left tube (per mr). Current weight: 165 lbs. Linear radiopaque catheter/wire in the right adnexal region may be related to prior tubal ligation. The content of the communications my bladder was adhered to my cervix, so they had to leave the cervix. ((B)(6) 2017. Operative note: (B)(6) 2017, normal right adnexal anatomy with normal appearing ovary and normal fallopian tube. Essure device palpated inside the right fallopian tube, tube appeared intact. Essure inserted 2 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hepatobiliary scan - on (B)(6) 2014: borderline gallbladder ejection fraction. This is suggestive of mild biliary dyskinesis. Mild chronic cholecystitis cannot be excluded. 2. Patent cystic and common bile ducts. 3. There are photopenic defects in the gallbladder, suggestive of gallstones. Correlation with ultrasound examination is recommended.. Human chorionic gonadotropin - on (B)(6) 2013: negative. Hysterosalpingogram - on (B)(6) 2016: the right fallopian tube contains coils from the essure contraceptive device. The right fallopian tube does not opacify with contrast. The left fallopian tube does not contain an essure coil. Only the central portion of the left fallopian tube is opacified with contrast. There is no free spillage of contrast from the left fallopian tube (per pfs). Hysterosalpingogram: right fallopian tube contains coils form essure, does not opacify with contrast. Left fallopian tube does not contain essure coil. Total bilateral occlusion; on (B)(6) 2016: results: the procedure blocked the fallopian tubes. Pathology test - on (B)(6) 2014: 1. Colon, descending; biopsy: colonic mucosa without pathologic alteration. 2. Colon, sigmoid biopsy: colonic mucosa without pathologic alteration. 3. Rectum biopsy: hyperplastic polyp. Ultrasound abdomen - on an unknown date: mobile cholelithiasis with technically "positive" sonographic murphy sign. Otherwise no sonographic evidence of cholecystitis. The sonographic murphy's sign, performed different than a normal murphy¿s sign, may be less specific for cholecystitis than a normal murphy's sign. Correlation with clinical examination is recommended to exclude cholecystitis. No intrahepatic or extrahepatic biliary dilatation. Left ovary is not seen.; on (B)(6) 2014: abdominal pain. Diarrhea.; on (B)(6) 2015: no intrahepatic or extrahepatic biliary ductal dilatation .borderline mild hepatomegaly vs. Normal anatomic variant such as riedel's lobe.. Ultrasound pelvis - on (B)(6) 2015: anteverted uterus, 6 several weeks. Right ovarian volume within normal limits. There is a complex right ovarian fetus with a sonographic appearance compatible with a hemorrhagic follicular cyst. A small amount of nonspecific simple free fluid is present in the cul-de-sac. There is a complex right ovarian cyst with a sonographic appearance compatible with a hemorrhagic follicular cyst. A small amount of nonspecific simple free fluid is present in the cul-de-sac.; on (B)(6) 2016: there is an anechoic/simple cyst in the right ovary measuring a maximum of 2.1 cm. No evidence for ovarian torsion. Concerning the injuries reported in this case the following ones were described in patients medical record confirming: shoulder pain, neck pain, back pain, abdominal pain, memory loss, right lower quadrant pain, nausea, headache, vaginal discharge, depression, weight loss, pelvic pain, abdominal pain lower, ovarian cyst, abdominal pain upper, migraines, pain in extremity. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian cancer, asthma, I feel swollen all the time, vision problems, increase taste if metal in my mouth. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-may-2019: her demographic was updated. Her historical and concurrent conditions were added. Essure removal date updated. Per medical record: events: pelvic infection were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), genital haemorrhage ("heavy bleeding"), deep vein thrombosis ("deep vein thrombosis") and blindness ("vision loss/periodic blackout episodes/vision/eye problems - type:") in a 43-year-old female patient who had essure (batch no: a57119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tooth disorder. On (B)(6) 2014: diagnosis: cholelithiasis. Operation: laparoscopic cholecystectomy, umbilical herniorrhaphy. Template version on (B)(6) 2018, gpv on (B)(6) 2018. Ovarian vein thrombosis. Doesn¿t have indication for anticoagulation treatment. Continuation of anticoagulation is not recommended. Will be discharged home. On (B)(6) 2014. Diagnosis: cholelithiasis. Operation: laparoscopic cholecystectomy, umbilical herniorrhaphy. On (B)(6) 2015. S/p cholecystectomy w/one month of waxing and waning abdominal pain. Diagnosis: corpus luteum cyst or hematoma. Gastro-esophageal reflux disease with esophagitis. On (B)(6) 2016. Complains of persistent shoulder and pelvic pain following essure. On (B)(6) 2016. Complaints including headache, vision loss, dizziness, back pain, right leg pain, r sided pain. Previously seen by multiple specialties including pain management. Pt noted had right sided pain since essure placement. Though noted right pelvic pain since 2009. Assessment: labs back and normal. CT shows coil in place, r adnexal cyst and left gonadal vein enlarged but not thrombosed. Gyn to see pt in clinic to talk about removing the coil. However, ¿those devices do not usually cause pain¿. On (B)(6) 2016. Complains of daily neck pain that radiates to left and back pain radiating to right leg. Also complains of urinary urgency, reemerging migraines which has been dissipated for 4 years. On (B)(6) 2016. Presents with long standing neck pain and back pain which she attributes to essure placement, wants removed. On (B)(6) 2016. Multiple complaints: vision changes, skin rashes, anxiety, frequent bowel movements, leakage of urine, vomiting, tiredness, insomnia, blackouts, abdominal pain, decrease memory and impaired speech. All of which she attributes to the essure (patient states she never had an hsg). On (B)(6) 2016. Hysterosalpingogram right fallopian tube contains coils form essure, does not opacify with contrast. Left fallopian tube does not contain essure coil. On (B)(6) 2016. Multiple systemic complaints she attributes to essure, and adamantly wants device removed. Explained that her complaints are not easily attributable to the essure. Primary diag: right lower quadrant pain. On (B)(6) 2016: rlq pain past 3 years, received essure and since then having pain. Pain sharp and stabbing, intermittent, 10/10, with radiation into r leg and back. On (B)(6) 2016: reviewed hsg with radiology, report is consistent with unilateral blocked tube. On (B)(6) 2017: pathology. Dx: uterus, right fallopian tube, supra-cervical hysterectomy and right salpingectomy: uterus: proliferative endometrium. Fallopian tube: intact fallopian tube with intratubal coil. Gross: fallopian tube intact with no perforation. There is a metallic coil in the tube measuring 3 x 0.1 x 0.1cm. Previously administered products included for an unreported indication: vicodin. Concurrent conditions included haemorrhagic ovarian cyst, cholelithiasis, hematoma, esophagitis, urinary urgency, anxiety, frequent bowel movements, urinary incontinence, tiredness, insomnia, blackout, disorder speech, dizziness, fracture of metacarpal bone(s), asthma, condyloma anal and obesity. Concomitant products included budesonide;formoterol fumarate (symbicort), diclofenac from on (B)(6) 2016, enoxaparin sodium, ibuprofen (motrin), metoclopramide, ranitidine, ranitidine hydrochloride (zantac), salbutamol (albuterol), steroids and trometamol (tromethamine). On (B)(6) 2013, the patient had essure inserted. In november 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"), 3 years 7 months after insertion of essure. In november 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),". On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In january 2014, the patient experienced mood swings ("mood swings"). In january 2014, the patient experienced hot flush ("hot flashes"), blood disorder ("blood or heart disorder/condition") and cardiac disorder ("blood or heart disorder/condition"). On (B)(6) 2014, the patient experienced deep vein thrombosis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced hyperhidrosis ("sweating"). On (B)(6) 2014, the patient experienced depression ("depression"). In may 2014, the patient experienced nausea ("nausea"). In november 2014, the patient experienced the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In january 2015, the patient experienced feeling abnormal ("brain fog") and gastrooesophageal reflux disease ("gerd"). In march 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient was found to have weight decreased ("weight loss"). In may 2015, the patient experienced headache ("headaches"). In may 2015, the patient experienced rash ("rashes / rashes or skin conditions type: rashes"), migraine ("migraine") and urinary incontinence ("urinary problem or changes incontinence"). In july 2015, the patient experienced alopecia ("hair loss"). In february 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced blindness (seriousness criterion medically significant). In may 2016, the patient experienced tooth disorder ("dental problem"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypoaesthesia ("numbness in arms and legs"), vomiting ("vomiting"), back pain ("back pain /lower back pain"), abdominal pain upper ("right upper quadrant pain /stomach pain"), pain in extremity ("right leg pain"), constipation ("constipation"), neck pain ("neck pain") and ovarian cyst ("ovarian cyst- corpus luteum"). The patient was treated with enoxaparin sodium (lovenox), ketorolac, sertraline hydrochloride (zoloft), tramadol, trometamol and surgery (hysterectomy with unilateral salpingectomy-exploratory laparotomy, supracervical hysterectomy and ri). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, rash, nausea, migraine, back pain, depression, tooth disorder, alopecia, headache, abdominal pain, abdominal pain upper, vaginal discharge, pain in extremity and feeling abnormal had resolved, the deep vein thrombosis, hypoaesthesia, vomiting, blindness, menorrhagia, hyperhidrosis, mood swings, weight decreased, constipation, neck pain, hot flush, ovarian cyst, gastrooesophageal reflux disease, urinary incontinence, blood disorder and cardiac disorder outcome was unknown and the vaginal haemorrhage, dyspareunia and the last episode of female sexual dysfunction was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, blindness, blood disorder, cardiac disorder, constipation, deep vein thrombosis, depression, dyspareunia, fatigue, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hyperhidrosis, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, neck pain, ovarian cyst, pain in extremity, pelvic pain, rash, tooth disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage, vomiting, weight decreased, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Insertion details: on (B)(6) 2013:multiparity desiring permanent sterilization: attention to right tubal ostia, essure device inserted. Only one tube was done since there was pathologic documentation of partial salpingectomy of the left tube (per mr). Current weight: 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram: on (B)(6) 2016: the right fallopian tube contains coils from the essure contraceptive device. The right fallopian tube does not opacify with contrast. The left fallopian tube does not contain an essure coil. Only the central portion of the left fallopian tube is opacified with contrast. There is no free spillage of contrast from the left fallopian tube (per pfs). Hysterosalpingogram: right fallopian tube contains coils form essure, does not opacify with contrast. Left fallopian tube does not contain essure coil. Total bilateral occlusion; on (B)(6) 2016: results: the procedure blocked the fallopian tubes. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :shoulder pain, neck pain, back pain, abdominal pain, memory loss,right lower quadrant pain, nausea, headache,vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2018: pfs received: reported term of events rash, blindness were updated. Event onset date were updated. Outcome was changed for events: apareunia, dyspareunia. Reporter causality comment was added. Concomitant condition was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("heavy bleeding"), deep vein thrombosis ("deep vein thrombosis") and blindness ("vision loss") in a 43-year-old female patient who had essure (batch no. A57119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included haemorrhagic ovarian cyst, cholelithiasis, hematoma, esophagitis, urinary urgency, anxiety, frequent bowel movements, urinary incontinence, tiredness, insomnia, blackout, disorder speech and dizziness. Concomitant products included diclofenac from (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 7 months 18 days after insertion of essure, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced deep vein thrombosis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced hyperhidrosis ("sweating") and mood swings ("mood swings"). On (B)(6) 2014, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced headache ("headaches"). On (B)(6) 2016, the patient experienced blindness (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), hypoaesthesia ("numbness in arms and legs"), rash ("rashes"), vomiting ("vomiting"), nausea ("nausea"), migraine ("migraine "), back pain ("back pain /lower back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), tooth disorder ("dental problem"), dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss"), abdominal pain upper ("right upper quadrant pain /stomach pain"), pain in extremity ("right leg pain"), constipation ("constipation") and neck pain ("neck pain"). The patient was treated with tramadol, ketorolac, trometamol, enoxaparin sodium (lovenox), sertraline (zoloft) and surgery (hysterectomy with unilateral salpingectomy-exploratory laparotomy, supracervical hysterectomy and ri). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, back pain, headache, abdominal pain, abdominal pain upper and pain in extremity had resolved and the genital haemorrhage, deep vein thrombosis, hypoaesthesia, rash, vomiting, nausea, migraine, blindness, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, alopecia, hyperhidrosis, mood swings, vaginal discharge, weight decreased, constipation and neck pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, bladder disorder, blindness, constipation, deep vein thrombosis, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hyperhidrosis, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, neck pain, pain in extremity, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Insertion details:(B)(6) 2013: multiparity desiring permanent sterilization: attention to right tubal ostia, essure device inserted. Only one tube was done since there was pathologic documentation of partial salpingectomy of the left tube (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: the procedure blocked the fallopian tubes essure confirmation test: (B)(6) 2016: hsg results: the right fallopian tube contains coils from the essure contraceptive device. The right fallopian tube does not opacify with contrast. The left fallopian tube does not contain an essure coil. Only the central portion of the left fallopian tube is opacified with contrast. There is no free spillage of contrast from the left fallopian tube (per pfs). *(B)(6) 2014: diagnosis: cholelithiasis. Operation: laparoscopic cholecystectomy, umbilical herniorrhaphy. *(B)(6) 2016: hysterosalpingogram: right fallopian tube contains coils form essure, does not opacify with contrast. Left fallopian tube does not contain essure coil. Template version 2018-04-15_03, mr-2017-181761_astilley bayer (B)(6) 2018 gpv (B)(6) 2018 ovarian vein thrombosis. Doesn¿t have indication for anticoagulation treatment. Continuation of anticoagulation is not recommended. Will be discharged home. (B)(6) 2014: diagnosis: cholelithiasis. Operation: laparoscopic cholecystectomy, umbilical herniorrhaphy. (B)(6) 2015: s/p cholecystectomy w/one month of waxing and waning abdominal pain. Diagnosis: corpus luteum cyst or hematoma. Gastro-esophageal reflux disease with esophagitis. (B)(6) 2016: complains of persistent shoulder and pelvic pain following essure. (B)(6) 2016: complaints including headache, vision loss, dizziness, back pain, right leg pain, r sided pain. Previously seen by multiple specialties including pain management. Pt noted had right sided pain since essure placement. Though noted right pelvic pain since 2009. Assessment: labs back and normal. CT shows coil in place, r adnexal cyst and left gonadal vein enlarged but not thrombosed. Gyn to see pt in clinic to talk about removing the coil. However, ¿those devices do not usually cause pain¿. (B)(6) 2016: complains of daily neck pain that radiates to left and back pain radiating to right leg. Also complains of urinary urgency, reemerging migraines which has been dissipated for 4 years. (B)(6) 2016: presents with long standing neck pain and back pain which she attributes to essure placement, wants removed. (B)(6) 2016: multiple complaints: vision changes, skin rashes, anxiety, frequent bowel movements, leakage of urine, vomiting, tiredness, insomnia, blackouts, abdominal pain, decrease memory and impaired speech. All of which she attributes to the essure (patient states she never had an hsg). (B)(6) 2016: hysterosalpingogram right fallopian tube contains coils form essure, does not opacify with contrast. Left fallopian tube does not contain essure coil. (B)(6) 2016: multiple systemic complaints she attributes to essure, and adamantly wants device removed. Explained that her complaints are not easily attributable to the essure. Primary diag: right lower quadrant pain. (B)(6) 2016:rlq pain past 3 years, received essure and since then having pain. Pain sharp and stabbing, intermittent, 10/10, with radiation into r leg and back. (B)(6) 2016:reviewed hsg with radiology, report is consistent with unilateral blocked tube. (B)(6) 2017: pathology: dx: uterus, right fallopian tube, supra-cervical hysterectomy and right salpingectomy: uterus: proliferative endometrium. Fallopian tube: intact fallopian tube with intratubal coil. Gross: fallopian tube intact with no perforation. There is a metallic coil in the tube measuring 3 x 0.1 x 0.1cm. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :shoulder pain, neck pain, back pain, abdominal pain, memory loss,right lower quadrant pain, nausea, headache,vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc ((product technical complaint) update incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('chronic pelvic pain/pain/pelvic') and blindness ('vision loss/periodic blackout episodes/vision/eye problems - type:') in a 43-year-old female patient who had essure (batch no. A57119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included salpingo-oophorectomy in 2009, c-section in 2000, salpingostomy in 1994, abortion of ectopic pregnancy in 1994, tooth disorder, pancreatic enzyme abnormality, cholecystectomy, lower abdominal pain, pelvic congestion syndrome, back pain, neck pain, shoulder injury, dermoid cyst, ovarian cancer, automobile accident, spinal pain, menstruation irregular, dysmenorrhea, pelvic pain, headache, left oophorectomy, neoplasm, obesity and ovarian vein thrombosis. (B)(6) 2014:diagnosis: cholelithiasis. Operation: laparoscopic cholecystectomy, umbilical herniorrhaphy. Template version 2018-04-15_03, mr-2017-181761_astilley bayer (B)(6) 2018 gpv (B)(6) 2018 ovarian vein thrombosis. Doesn¿t have indication for anticoagulation treatment. Continuation of anticoagulation is not recommended. Will be discharged home. (B)(6) 2014 diagnosis: cholelithiasis. Operation: laparoscopic cholecystectomy, umbilical herniorrhaphy. (B)(6) 2015 s/p cholecystectomy w/one month of waxing and waning abdominal pain. Diagnosis: corpus luteum cyst or hematoma. Gastro-esophageal reflux disease with esophagitis. (B)(6) 2016 complains of persistent shoulder and pelvic pain following essure. (B)(6) 2016 complaints including headache, vision loss, dizziness, back pain, right leg pain, r sided pain. Previously seen by multiple specialties including pain management. Pt noted had right sided pain since essure placement. Though noted right pelvic pain since 2009. Assessment: labs back and normal. CT shows coil in place, r adnexal cyst and left gonadal vein enlarged but not thrombosed. Gyn to see pt in clinic to talk about removing the coil. However, ¿those devices do not usually cause pain¿. (B)(6) 2016 complains of daily neck pain that radiates to left and back pain radiating to right leg. Also complains of urinary urgency, reemerging migraines which has been dissipated for 4 years. (B)(6) 2016 presents with long standing neck pain and back pain which she attributes to essure placement, wants removed. 01aug2016 multiple complaints: vision changes, skin rashes, anxiety, frequent bowel movements, leakage of urine, vomiting, tiredness, insomnia, blackouts, abdominal pain, decrease memory and impaired speech. All of which she attributes to the essure (patient states she never had an hsg). (B)(6) 2016 hysterosalpingogram. Right fallopian tube contains coils form essure, does not opacify with contrast. Left fallopian tube does not contain essure coil. (B)(6) 2016. Multiple systemic complaints she attributes to essure, and adamantly wants device removed. Explained that her complaints are not easily attributable to the essure. Primary diag: right lower quadrant pain. (B)(6) 2016:rlq pain past 3 years, received essure and since then having pain. Pain sharp and stabbing, intermittent, 10/10, with radiation into r leg and back. (B)(6) 2016:reviewed hsg with radiology, report is consistent with unilateral blocked tube. (B)(6) 2017: pathology dx: uterus, right fallopian tube, supra-cervical hysterectomy and right salpingectomy: uterus: proliferative endometrium. Fallopian tube: intact fallopian tube with intratubal coil. Gross: fallopian tube intact with no perforation. There is a metallic coil in the tube measuring 3 x 0.1 x 0.1cm. Previously administered products included for back pain: naproxen; for pain: naprosyn; for an unreported indication: prednisone and vicodin. Past adverse reactions to the above products included hallucination with prednisone. Concurrent conditions included haemorrhagic ovarian cyst, cholelithiasis, hematoma, esophagitis, urinary urgency, anxiety, frequent bowel movements, urinary incontinence, tiredness, insomnia, blackout, disorder speech, dizziness, fracture of metacarpal bone(s), asthma, condyloma anal, obesity, right upper quadrant pain, diarrhea, irritable bowel syndrome, burning sensation, gallbladder disease, phlebitis, thrombophlebitis, follicular cyst of ovary, throbbing pain, chest pain, menses irregular and bronchitis. Concomitant products included salbutamol (albuterol) for asthma as well as budesonide;formoterol fumarate (symbicort), diclofenac from 26-jun-2016 to 19-oct-2016, enoxaparin sodium, ibuprofen (motrin), metoclopramide, ranitidine, ranitidine hydrochloride (zantac), steroids and trometamol (tromethamine). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"), 3 years 7 months after insertion of essure. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain /lower back pain/back"), abdominal pain ("abdominal pain/abdomen"), unilateral leg pain ("right leg pain/leg") and arthralgia ("pain hip"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes: mood swings"). In (B)(6) 2014, the patient experienced hot flush ("hot flashes"), blood disorder ("blood or heart disorder/condition") and cardiac disorder ("blood or heart disorder/condition"). On (B)(6) 2014, the patient experienced deep vein thrombosis ("deep vein thrombosis"). On (B)(6) 2014, the patient experienced hyperhidrosis ("hormonal changes: sweating"). On (B)(6) 2014, the patient experienced depression ("depression"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced feeling abnormal ("brain fog"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition :gerd") and mental disorder ("psychological or psychiatric problems"). In (B)(6) 2015, the patient experienced fatigue ("fatigue,I'm so tired"). On (B)(6) 2015, the patient was found to have weight decreased ("weight gain loss specify : weight loss"). In (B)(6) 2015, the patient experienced headache ("headaches"). In (B)(6) 2015, the patient experienced rash ("rashes / rashes or skin conditions type: rashes"), migraine ("migraine") and urinary incontinence ("urinary problem or changes incontinence"). In july 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced blindness (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding/ bleeding increase"), hypoaesthesia ("numbness in arms and legs"), vomiting ("vomiting"), abdominal pain upper ("right upper quadrant pain /stomach pain"), constipation ("constipation"), neck pain ("neck pain"), ovarian cyst ("other injury or complications ovarian cyst- corpus luteum"), dysmenorrhoea ("dysmenorrhea(cramping)"), pelvic discomfort ("discomfort"), abdominal pain lower ("cramping"), anxiety ("anxiety"), amnesia ("memory loss."), insomnia ("insomnia"), visual impairment ("eyesight, my vision / black cuts in my right eye"), leg pain ("leg pain"), bladder disorder ("bladder issues"), visual disturbances ("vision problems"), gastrointestinal disorder ("bowel problems"), asthma ("asthma"), swelling ("I feel swollen all the time"), dysgeusia ("increase taste if metal in my mouth"), bladder pain ("bladder/burning"), bladder discomfort ("pressure,soreness/bladder"), abdominal adhesions ("my bladder was adhered to my cervix"), blepharospasm ("eye twitching") and vitreous floaters ("black out in my right eyes") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with ketorolac, ketorolac tromethamine (toradol), sertraline hydrochloride (zoloft), tramadol, trometamol, and surgery (exploratory laparoscopic supra cervical hysterectomy, right salpingectomy, partial hysterectomy, exploratory laparoscopic supra cervical hysterectomy, right salpingectomy, partial hysterectomy and removed the tumor). Essure was removed on (B)(6) -2017. At the time of the report, the pelvic inflammatory disease, deep vein thrombosis, hypoaesthesia, vomiting, blindness, menorrhagia, hyperhidrosis, mood swings, weight decreased, constipation, neck pain, hot flush, ovarian cyst, gastrooesophageal reflux disease, urinary incontinence, blood disorder, cardiac disorder, dysmenorrhoea, arthralgia, pelvic discomfort, abdominal pain lower, anxiety, amnesia, insomnia, visual impairment, leg pain, uterine leiomyoma, bladder disorder, visual disturbances, gastrointestinal disorder, asthma, mental disorder, swelling, dysgeusia, bladder pain, bladder discomfort, abdominal adhesions, blepharospasm and vitreous floaters outcome was unknown, the pelvic pain, genital haemorrhage, fatigue, rash, nausea, migraine, back pain, depression, tooth disorder, alopecia, headache, abdominal pain, abdominal pain upper, vaginal discharge, unilateral leg pain and feeling abnormal had resolved and the vaginal haemorrhage, dyspareunia and the last episode of female sexual dysfunction was resolving. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, anxiety, arthralgia, asthma, back pain, bladder discomfort, bladder disorder, bladder pain, blepharospasm, blindness, blood disorder, cardiac disorder, constipation, deep vein thrombosis, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hyperhidrosis, hypoaesthesia, insomnia, menorrhagia, mental disorder, migraine, mood swings, nausea, neck pain, ovarian cyst, pelvic discomfort, pelvic pain, rash, swelling, tooth disorder, unilateral leg pain, urinary incontinence, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment, vitreous floaters, vomiting, weight decreased, the first episode of female sexual dysfunction, leg pain, visual disturbances and the second episode of female sexual dysfunction to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Insertion details:(B)(6) 2013:multiparity desiring permanent sterilization: attention to right tubal ostia, essure device inserted. Only one tube was done. Since there was pathologic documentation of partial salpingectomy of the left tube (per mr). Current weight: 165 lbs. Linear radiopaque catheter/wire in the right adnexal region may be related to prior tubal ligation. The content of the communications my bladder was adhered to my cervix, so they had to leave the cervix. ((B)(6) 2017. Operative note: (B)(6) 2017, normal right adnexal anatomy with normal appearing ovary and normal fallopian tube. Essure device palpated inside the right fallopian tube, tube appeared intact. Essure inserted 2 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2016: findings: vessels: prominent right ovarian veins, left greater than right, measuring up to 13 mm on the left raising the possibility of pelvic congestion syndrome in the appropriate clinical setting. Pelvic organs: anteverted uterus. The left ovary is not visualized. Follicles in the right ovary, largest measures 1.8 cm. Linear radiopaque catheter/wire in the right adnexal region may be related to prior tubal ligation. Impression: no evidence of acute intra-abdominal abnormality.. Hepatobiliary scan - on (B)(6) 2014: borderline gallbladder ejection fraction. This is suggestive of mild biliary dyskinesis. Mild chronic cholecystitis cannot be excluded. 2. Patent cystic and common bile ducts. 3. There are photopenic defects in the gallbladder, suggestive of gallstones. Correlation with ultrasound examination is recommended.. Hysterosalpingogram - on (B)(6) 2016: the right fallopian tube contains coils from the essure contraceptive device. The right fallopian tube does not opacify with contrast. The left fallopian tube does not contain an essure coil. Only the central portion of the left fallopian tube is opacified with contrast. There is no free spillage of contrast from the left fallopian tube (per pfs) hysterosalpingogram: right fallopian tube contains coils form essure, does not opacify with contrast. Left fallopian tube does not contain essure coil. Total bilateral occlusion; on (B)(6) 2016: results: the procedure blocked the fallopian tubes. Pathology test - on (B)(6) 2014: 1. Colon, descending; biopsy: colonic mucosa without pathologic alteration. 2. Colon, sigmoid biopsy: colonic mucosa without pathologic alteration. 3. Rectum biopsy: hyperplastic polyp. Ultrasound abdomen - on an unknown date: mobile cholelithiasis with technically "positive" sonographic murphy sign. Otherwise no sonographic evidence of cholecystitis. The sonographic murphy's sign, performed different than a normal murphy¿s sign, may be less specific for cholecystitis than a normal murphy's sign. Correlation with clinical examination is recommended to exclude cholecystitis. No intrahepatic or extrahepatic biliary dilatation. Left ovary is not seen.; on (B)(6) 2014: abdominal pain. Diarrhea.; on (B)(6) 2015: no intrahepatic or extrahepatic biliary ductal dilatation .borderline mild hepatomegaly vs. Normal anatomic variant such as riedel's lobe.. Ultrasound pelvis - on (B)(6) 2015: anteverted uterus, 6 several weeks. Right ovarian volume within normal limits. There is a complex right ovarian fetus with a sonographic appearance compatible with a hemorrhagic follicular cyst. A small amount of nonspecific simple free fluid is present in the cul-de-sac. There is a complex right ovarian cyst with a sonographic appearance compatible with a hemorrhagic follicular cyst. A small amount of nonspecific simple free fluid is present in the cul-de-sac.; on (B)(6) 2016: there is an anechoic/simple cyst in the right ovary measuring a maximum of 2.1 cm. No evidence for ovarian torsion. Concerning the injuries reported in this case the following ones were described in patients medical record confirming: shoulder pain, neck pain, back pain, abdominal pain, memory loss, right lower quadrant pain, nausea, headache, vaginal discharge, depression, weight loss, pelvic pain, abdominal pain lower, ovarian cyst, abdominal pain upper, migraines, pain in extremity. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian cancer, asthma, I feel swollen all the time, vision problems, increase taste if metal in my mouth. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2020: social media content received: reporter added. Events added: eye twitching and eye floater. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), genital haemorrhage ("heavy bleeding"), deep vein thrombosis ("deep vein thrombosis") and blindness ("vision loss/periodic blackout episodes") in a 43-year-old female patient who had essure (batch no. A57119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tooth disorder. (B)(6) 2014: diagnosis: cholelithiasis. Operation: laparoscopic cholecystectomy, umbilical herniorrhaphy. Template version (B)(6) 2018 _03, mr-2017-181761_astilley bayer (B)(6) 2018 gpv (B)(6) 2018 ovarian vein thrombosis. Doesn¿t have indication for anticoagulation treatment. Continuation of anticoagulation is not recommended. Will be discharged home. (B)(6) 2014 diagnosis: cholelithiasis. Operation: laparoscopic cholecystectomy, umbilical herniorrhaphy. (B)(6) 2015 s/p cholecystectomy w/one month of waxing and waning abdominal pain. Diagnosis: corpus luteum cyst or hematoma. Gastro-esophageal reflux disease with esophagitis. (B)(6) 2016 complains of persistent shoulder and pelvic pain following essure. (B)(6) 2016 complaints including headache, vision loss, dizziness, back pain, right leg pain, r sided pain. Previously seen by multiple specialties including pain management. Pt noted had right sided pain since essure placement. Though noted right pelvic pain since 2009. Assessment: labs back and normal. CT shows coil in place, r adnexal cyst and left gonadal vein enlarged but not thrombosed. Gyn to see pt in clinic to talk about removing the coil. However, ¿those devices do not usually cause pain¿. (B)(6) 2016 complains of daily neck pain that radiates to left and back pain radiating to right leg. Also complains of urinary urgency, reemerging migraines which has been dissipated for 4 years. (B)(6) 2016 presents with long standing neck pain and back pain which she attributes to essure placement, wants removed. (B)(6) 2016 multiple complaints: vision changes, skin rashes, anxiety, frequent bowel movements, leakage of urine, vomiting, tiredness, insomnia, blackouts, abdominal pain, decrease memory and impaired speech. All of which she attributes to the essure (patient states she never had an hsg). (B)(6) 2016 hysterosalpingogram right fallopian tube contains coils form essure, does not opacify with contrast. Left fallopian tube does not contain essure coil. (B)(6) 2016 multiple systemic complaints she attributes to essure, and adamantly wants device removed. Explained that her complaints are not easily attributable to the essure. Primary diag: right lower quadrant pain. (B)(6) 2016:rlq pain past 3 years, received essure and since then having pain. Pain sharp and stabbing, intermittent, 10/10, with radiation into r leg and back. (B)(6) 2016:reviewed hsg with radiology, report is consistent with unilateral blocked tube. (B)(6) 2017: pathology dx: uterus, right fallopian tube, supra-cervical hysterectomy and right salpingectomy: uterus: proliferative endometrium. Fallopian tube: intact fallopian tube with intratubal coil. Gross: fallopian tube intact with no perforation. There is a metallic coil in the tube measuring 3 x 0.1 x 0.1cm. Previously administered products included for an unreported indication: vicodin. Concurrent conditions included haemorrhagic ovarian cyst, cholelithiasis, hematoma, esophagitis, urinary urgency, anxiety, frequent bowel movements, urinary incontinence, tiredness, insomnia, blackout, disorder speech, dizziness, fracture of metacarpal bone(s), asthma and condyloma anal. Concomitant products included budesonide;formoterol fumarate (symbicort), diclofenac from (B)(6) 2016 to (B)(6) 2016, enoxaparin sodium, ibuprofen (motrin), metoclopramide, ranitidine, ranitidine hydrochloride (zantac), salbutamol (albuterol), steroids and trometamol (tromethamine). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)"), 3 years 7 months after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced hot flush ("hot flashes"), blood disorder ("blood or heart disorder/condition") and cardiac disorder ("blood or heart disorder/condition"). On (B)(6) 2014, the patient experienced deep vein thrombosis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced hyperhidrosis ("sweating") and mood swings ("mood swings"). On (B)(6) 2014, the patient experienced depression ("depression"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced feeling abnormal ("brain fog") and gastrooesophageal reflux disease ("gerd"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced rash ("rashes") and migraine ("migraine"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced headache ("headaches"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced blindness (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced tooth disorder ("dental problem"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypoaesthesia ("numbness in arms and legs"), vomiting ("vomiting"), back pain ("back pain /lower back pain"), the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain upper ("right upper quadrant pain /stomach pain"), pain in extremity ("right leg pain"), constipation ("constipation"), neck pain ("neck pain"), ovarian cyst ("ovarian cyst- corpus luteum") and incontinence ("urinary problem or changes incontinence"). The patient was treated with enoxaparin sodium (lovenox), ketorolac, sertraline hydrochloride (zoloft), tramadol, trometamol and surgery (hysterectomy with unilateral salpingectomy-exploratory laparotomy, supracervical hysterectomy and ri). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, rash, nausea, migraine, back pain, depression, tooth disorder, alopecia, headache, abdominal pain, abdominal pain upper, vaginal discharge, pain in extremity and feeling abnormal had resolved and the deep vein thrombosis, hypoaesthesia, vomiting, blindness, vaginal haemorrhage, menorrhagia, the last episode of female sexual dysfunction, dyspareunia, hyperhidrosis, mood swings, weight decreased, constipation, neck pain, hot flush, ovarian cyst, gastrooesophageal reflux disease, incontinence, blood disorder and cardiac disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, blindness, blood disorder, cardiac disorder, constipation, deep vein thrombosis, depression, dyspareunia, fatigue, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hyperhidrosis, hypoaesthesia, incontinence, menorrhagia, migraine, mood swings, nausea, neck pain, ovarian cyst, pain in extremity, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vomiting, weight decreased, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Insertion details: (B)(6) 2013:multiparity desiring permanent sterilization: attention to right tubal ostia, essure device inserted. Only one tube was done since there was pathologic documentation of partial salpingectomy of the left tube (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: the right fallopian tube contains coils from the essure contraceptive device. The right fallopian tube does not opacify with contrast. The left fallopian tube does not contain an essure coil. Only the central portion of the left fallopian tube is opacified with contrast. There is no free spillage of contrast from the left fallopian tube (per pfs) hysterosalpingogram: right fallopian tube contains coils form essure, does not opacify with contrast. Left fallopian tube does not contain essure coil. Total bilateral occlusion; on (B)(6) 2016: results: the procedure blocked the fallopian tubes. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :shoulder pain, neck pain, back pain, abdominal pain, memory loss,right lower quadrant pain, nausea, headache,vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received. New event added from pfs: hot flashes, brain fog, ovarian cyst- corpus luteum, gerd, apareunia, heart disorder/condition, blood disorder/condition, urinary problem or changes incontinence. Event outcome of depression was recovered / resolved. Event verbatim was updated as vision loss/periodic blackout episodes. Medical history, historical drug and concomitant drugs were added. Reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain/pelvic"), genital haemorrhage ("heavy bleeding/ bleeding increase"), deep vein thrombosis ("deep vein thrombosis") and blindness ("vision loss/periodic blackout episodes/vision/eye problems - type:") in a 43-year-old female patient who had essure (batch no. A57119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tooth disorder, pancreatic enzyme abnormality, cholecystectomy, lower abdominal pain, pelvic congestion syndrome, back pain, neck pain, shoulder injury, dermoid cyst and ovarian cancer. (B)(6) 2014:diagnosis: cholelithiasis. Operation: laparoscopic cholecystectomy, umbilical herniorrhaphy. Template version (B)(6) 2018, mr-2017-181761_astilley bayer (B)(6) 2018 gpv (B)(6) 2018 ovarian vein thrombosis. Doesn¿t have indication for anticoagulation treatment. Continuation of anticoagulation is not recommended. Will be discharged home. (B)(6) 2014 diagnosis: cholelithiasis. Operation: laparoscopic cholecystectomy, umbilical herniorrhaphy. (B)(6) 2015 s/p cholecystectomy w/one month of waxing and waning abdominal pain. Diagnosis: corpus luteum cyst or hematoma. Gastro-esophageal reflux disease with esophagitis. (B)(6) 2016 complains of persistent shoulder and pelvic pain following essure. (B)(6) 2016 complaints including headache, vision loss, dizziness, back pain, right leg pain, r sided pain. Previously seen by multiple specialties including pain management. Pt noted had right sided pain since essure placement. Though noted right pelvic pain since 2009. Assessment: labs back and normal. CT shows coil in place, r adnexal cyst and left gonadal vein enlarged but not thrombosed. Gyn to see pt in clinic to talk about removing the coil. However, ¿those devices do not usually cause pain¿. (B)(6) 2016 complains of daily neck pain that radiates to left and back pain radiating to right leg. Also complains of urinary urgency, reemerging migraines which has been dissipated for 4 years. (B)(6) 2016 presents with long standing neck pain and back pain which she attributes to essure placement, wants removed. (B)(6) 2016 multiple complaints: vision changes, skin rashes, anxiety, frequent bowel movements, leakage of urine, vomiting, tiredness, insomnia, blackouts, abdominal pain, decrease memory and impaired speech. All of which she attributes to the essure (patient states she never had an hsg). (B)(6) 2016 hysterosalpingogram right fallopian tube contains coils form essure, does not opacify with contrast. Left fallopian tube does not contain essure coil. (B)(6) 2016 multiple systemic complaints she attributes to essure, and adamantly wants device removed. Explained that her complaints are not easily attributable to the essure. Primary diag: right lower quadrant pain. (B)(6) 2016:rlq pain past 3 years, received essure and since then having pain. Pain sharp and stabbing, intermittent, 10/10, with radiation into r leg and back. (B)(6) 2016:reviewed hsg with radiology, report is consistent with unilateral blocked tube. (B)(6) 2017: pathology dx: uterus, right fallopian tube, supra-cervical hysterectomy and right salpingectomy: uterus: proliferative endometrium. Fallopian tube: intact fallopian tube with intratubal coil. Gross: fallopian tube intact with no perforation. There is a metallic coil in the tube measuring 3 x 0.1 x 0.1cm. Previously administered products included for an unreported indication: vicodin. Concurrent conditions included haemorrhagic ovarian cyst, cholelithiasis, hematoma, esophagitis, urinary urgency, anxiety, frequent bowel movements, urinary incontinence, tiredness, insomnia, blackout, disorder speech, dizziness, fracture of metacarpal bone(s), asthma, condyloma anal and obesity. Concomitant products included budesonide;formoterol fumarate (symbicort), diclofenac from (B)(6) 2016 to (B)(6) 2016, enoxaparin sodium, ibuprofen (motrin), metoclopramide, ranitidine, ranitidine hydrochloride (zantac), salbutamol (albuterol), steroids and trometamol (tromethamine). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"), 3 years 7 months after insertion of essure. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain /lower back pain/back"), abdominal pain ("abdominal pain/abdomen"), the first episode of pain in extremity ("right leg pain/leg") and arthralgia ("pain hip"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes: mood swings"). In (B)(6) 2014, the patient experienced hot flush ("hot flashes"), blood disorder ("blood or heart disorder/condition") and cardiac disorder ("blood or heart disorder/condition"). On (B)(6) 2014, the patient experienced deep vein thrombosis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced hyperhidrosis ("hormonal changes: sweating"). On (B)(6) 2014, the patient experienced depression ("depression"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced feeling abnormal ("brain fog"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition :gerd") and mental disorder ("psychological or psychiatric problems"). In (B)(6) 2015, the patient experienced fatigue ("fatigue,I'm so tired"). On (B)(6) 2015, the patient was found to have weight decreased ("weight gain loss specify : weight loss"). In (B)(6) 2015, the patient experienced headache ("headaches"). In (B)(6) 2015, the patient experienced rash ("rashes / rashes or skin conditions type: rashes"), migraine ("migraine") and urinary incontinence ("urinary problem or changes incontinence"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced blindness (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypoaesthesia ("numbness in arms and legs"), vomiting ("vomiting"), abdominal pain upper ("right upper quadrant pain /stomach pain"), constipation ("constipation"), neck pain ("neck pain"), ovarian cyst ("other injury or complications ovarian cyst- corpus luteum"), dysmenorrhoea ("dysmenorrhea(cramping)"), pelvic discomfort ("discomfort"), abdominal pain lower ("cramping"), anxiety ("anxiety"), amnesia ("memory loss."), insomnia ("insomnia"), eye disorder ("eyesight, my vision"), the second episode of pain in extremity ("leg pain"), bladder disorder ("bladder issues"), visual impairment ("vision problems"), gastrointestinal disorder ("bowel problems"), asthma ("asthma"), swelling ("I feel swollen all the time"), dysgeusia ("increase taste if metal in my mouth"), bladder pain ("bladder/burning"), bladder discomfort ("pressure,soreness/bladder") and abdominal adhesions ("my bladder was adhered to my cervix") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with ketorolac, sertraline hydrochloride (zoloft), tramadol, trometamol, and surgery (hysterectomy(partial),salpingectomy and removed the tumor). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, rash, nausea, migraine, back pain, depression, tooth disorder, alopecia, headache, abdominal pain, abdominal pain upper, vaginal discharge and feeling abnormal had resolved, the deep vein thrombosis, hypoaesthesia, vomiting, blindness, menorrhagia, hyperhidrosis, mood swings, weight decreased, constipation, neck pain, hot flush, ovarian cyst, gastrooesophageal reflux disease, urinary incontinence, blood disorder, cardiac disorder, dysmenorrhoea, arthralgia, pelvic discomfort, abdominal pain lower, anxiety, amnesia, insomnia, eye disorder, the last episode of pain in extremity, uterine leiomyoma, bladder disorder, visual impairment, gastrointestinal disorder, asthma, mental disorder, swelling, dysgeusia, bladder pain, bladder discomfort and abdominal adhesions outcome was unknown and the vaginal haemorrhage, dyspareunia and the last episode of female sexual dysfunction was resolving. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, anxiety, arthralgia, asthma, back pain, bladder discomfort, bladder disorder, bladder pain, blindness, blood disorder, cardiac disorder, constipation, deep vein thrombosis, depression, dysgeusia, dysmenorrhoea, dyspareunia, eye disorder, fatigue, feeling abnormal, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hyperhidrosis, hypoaesthesia, insomnia, menorrhagia, mental disorder, migraine, mood swings, nausea, neck pain, ovarian cyst, pelvic discomfort, pelvic pain, rash, swelling, tooth disorder, urinary incontinence, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment, vomiting, weight decreased, the first episode of female sexual dysfunction, the first episode of pain in extremity, the second episode of female sexual dysfunction and the second episode of pain in extremity to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Insertion details:(B)(6) 2013: multiparity desiring permanent sterilization: attention to right tubal ostia, essure device inserted. Only one tube was done since there was pathologic documentation of partial salpingectomy of the left tube (per mr). Current weight: (B)(6). Linear radiopaque catheter/wire in the right adnexal region may be related to prior tubal ligation. The content of the communications my bladder was adhered to my cervix, so they had to leave the cervix. ((B)(6) 2017) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hepatobiliary scan - on (B)(6) 2014: borderline gallbladder ejection fraction. This is suggestive of mild biliary dyskinesis. Mild chronic cholecystitis cannot be excluded. 2. Patent cystic and common bile ducts. 3. There are photopenic defects in the gallbladder, suggestive of gallstones. Correlation with ultrasound examination is recommended.. Hysterosalpingogram - on (B)(6) 2016: the right fallopian tube contains coils from the essure contraceptive device. The right fallopian tube does not opacify with contrast. The left fallopian tube does not contain an essure coil. Only the central portion of the left fallopian tube is opacified with contrast. There is no free spillage of contrast from the left fallopian tube (per pfs) hysterosalpingogram: right fallopian tube contains coils form essure, does not opacify with contrast. Left fallopian tube does not contain essure coil. Total bilateral occlusion; on (B)(6) 2016: results: the procedure blocked the fallopian tubes. Pathology test - on (B)(6) 2014: 1. Colon, descending; biopsy: colonic mucosa without pathologic alteration. 2. Colon, sigmoid biopsy: colonic mucosa without pathologic alteration. 3. Rectum biopsy: hyperplastic polyp. Ultrasound abdomen - on an unknown date: mobile cholelithiasis with technically "positive" sonographic murphy sign. Otherwise no sonographic evidence of cholecystitis. The sonographic murphy's sign, performed different than a normal murphy¿s sign, may be less specific for cholecystitis than a normal murphy's sign. Correlation with clinical examination is recommended to exclude cholecystitis. No intrahepatic or extrahepatic biliary dilatation. Left ovary is not seen.; on (B)(6) 2014: abdominal pain. Diarrhea.; on (B)(6) 2015: no intrahepatic or extrahepatic biliary ductal dilatation .borderline mild hepatomegaly vs. Normal anatomic variant such as riedel's lobe.. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :shoulder pain, neck pain, back pain, abdominal pain, memory loss,right lower quadrant pain, nausea, headache,vaginal discharge. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian cancer, asthma,I feel swollen all the time,vision problems, increase taste if metal in my mouth. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received+social media received : following events were added : dysmenorrhea(cramping), pain hip,discomfort, cramping, anxiety, memory loss, insomnia, eyesight, my vision, leg pain,fibroids, bladder issues, vision problems, bowel problems, asthma, burning/bladder,pressure, soreness/bladder, increase taste if metal in my mouth, I feel swollen all the time,psychological or psychiatric problems,my bladder was adhered to my cervix.medical history added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), hypoaesthesia ("numbness in arms and legs"), rash ("rashes"), vomiting ("vomiting"), nausea ("nausea"), migraine ("migraine headaches"), back pain ("back pain"), blindness ("vision loss") and depression ("depression"). The patient was treated with surgery (underwent a supracervical hysterectomy and right salpingectomy on (B)(6) 2017). At the time of the report, the pelvic pain, genital haemorrhage, fatigue, hypoaesthesia, rash, vomiting, nausea, migraine, back pain, blindness and depression outcome was unknown. The reporter considered back pain, blindness, depression, fatigue, genital haemorrhage, hypoaesthesia, migraine, nausea, pelvic pain, rash and vomiting to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.